Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system. It was reported that the symptoms could not be reproduced and no direct errors were found. Because the symptoms could not be repeated it is hard to determine what the actually cause is. The site is going to upgrade the software on the computer. A full system checkout was performed and the system passed all tests. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the site was unable to take a 2d scan. The system would make the sound that it was taking a scan, but the scan would never go through. The site rebooted system and the issue resolved. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.